Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): no anomalies found. Full lead was returned and analyzed. Additional finding of blood in/on helix mechanism.

Event description:
It was reported that during the implant attempt, several positions were tested using the lead and all exhibited high impedances. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.